Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: as the unit has not been returned, the complaint investigation site could not perform a technical analysis. As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4)

Event description:
It was further reported that an unspecified size stent was placed a week prior to the index procedure in the mid left anterior descending artery.

Event description:
(B) (4). It was reported that following a stenting treatment procedure, restenosis occurred. The patient was enrolled into the study in (B) (6) 2009. The target lesion was located in the proximal left circumflex artery with 90% stenosis, a length of 14.0mm, and a reference vessel diameter of 3.50mm. The target lesion was predilated with an unspecified balloon which resulted in a b grade dissection that did not require intervention. A 3.50x20mm study stent was placed with 0% residual stenosis. Patient was discharged on aspirin and clopidogrel. At 382 days post index procedure, patient was hospitalized. The patient underwent an angiography without revascularization and non target vessel revascularization. The event was resolved without residual effects 2 days later. At 4 days later, patient was discharged.

Manufacturer narrative:
(B)(4).